Event description:
The caller stated that the trach was instilled on (B) (6) 2010 and the cuff started leaking yesterday. He is not aware if the vent alarm had gone off relative to the reported leak. He states that as of yesterday, the trach tube was still in the pt, so he doesn't know at this point if the pt has been recannulated. He states that once the trach is removed, the trach will be available to return for evaluation. During a follow up with the reporter on (B) (6) 2010, the trach was still in the pt and that they have stopped the leak by placing and leaving a syringe in the pilot balloon, removal of the trach is still pending.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.